Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had a no deliver alarm on the insulin pump. The customer's blood glucose level was 275 mg/dl. The customer reported that the alarm was resolved by a complete set change. The customer does not want wo return the set and reservoir for analysis. The customer was advised to dcall when the alarm occurs in order to troubleshoot.